Event description:
On (B)(6) 2010, patient reported she is receiving elevated blood glucose. Patient stated the elevated readings started on (B)(6) 2010. Patient reported she was getting readings between 400-500 mg/dl. Patient stated she treated herself with additional insulin injections. Patient reported she noticed air in the infusion tubing. Patient stated she changed the infusion set twice and now there is no air in the infusion tubing but she is getting the elevated readings. Patient reported she has switched to her backup infusion device. On follow up call on (B)(6) 2010, patient reported her blood glucose had gone down to the normal range within 2 hours of switching to her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.